Event description:
It was reported that the tip was fractured. The target lesion was located in the left anterior descending artery. A 330cm rotawire and a rotablator burr were selected for use. During the procedure, the wire was advancing into the vessel when the burr itself was about to be inserted. However, it was noted that wire at about 3-4mm from the distal tip was fractured but still in one piece. The wire was then taken out of the patient's body. The procedure was completed with the same burr and a new wire. No complications reported and the patient was fine.